Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all orders were not crossing over to the station, patients are there but not the orders, and they are unable to dispense medicine, user said that orders were visible on server but not crossing to the station, they rebooted the station, but issue persist and they set station into critical override mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.